Event description:
We faced issues with 5 catheters inserted in the same patient within 7 days. The balloons deflated spontaneously 1 to 2 days after insertion, for no apparent reason. The incident occurred 4 times with one lot# and 1 time with the other lot#. The 2 lot# are kme22a0158 and kme21m3168. The balloon was tested before use and the inflation volume was respected per IFU. The lubricant used is optilube. Devices were discarded. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation.

Event description:
We faced issues with 5 catheters inserted in the same patient within 7 days. The balloons deflated spontaneously 1 to 2 days after insertion, for no apparent reason. The incident occurred 4 times with one lot# and 1 time with the other lot#. The 2 lot# are kme22a0158 and kme21m3168. The balloon was tested before use and the inflation volume was respected per IFU. The lubricant used is optilube. Devices were discarded. There was no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed 100% inflation/deflation test was conducted and no functional defect was fou nd. No defective complained device was returned for investigation. Therefore, no physical investigation will be conducted. Due to no actual sample returned for this complaint, any further investigation was not possible. Moreover, DHR review has been carried out and there is no abnormalities found. Besides, the product worked well during pre-test and the leakage was detected after 1 - 2 days of application. This information has indicated the products were working well as per intended prior to use. Therefore, this complaint could not be confirmed.